Manufacturer narrative:
Ichem velocity urine chemistry automated analyzer reporting control failure for bilirubin and urobilinogen. No injury, treatment or change to patient management reported by the customer. Upon further investigation, it was found that the pipette was misaligned. Pipette was re-aligned by customer and qc was ran. Qc results passed and the system was deemed operational.

Event description:
Ichem velocity urine chemistry automated analyzer reporting control failure for billirubin and urobillinogen analyte for ca/cb/cc controls.